Event description:
The initial reporter alleged a discrepant result for hiv when using the kit cobas 6800/8800 mpx 480t ce-ivd assay. The sample was first tested on (B)(6) 2023 and was reactive for hiv with a cycle threshold (CT) value of 39.62. A repeat test conducted on (B)(6) 2023 was non-reactive. Serology testing for the sample was also non-reactive. A third sample from the same donor was tested on (B)(6) 2023 and was non-reactive for hiv. The donation was blood, and it was not used.

Manufacturer narrative:
The analyzer serial number was not provided. The investigation determined that the kit cobas 6800/8800 mpx 480t ce-ivd assay performed within specifications. Data analysis confirmed the reactive hiv result from on (B)(6) 2023, which exhibited minimal, non-sigmoidal, and late amplification. Positive control targets for hiv were robust and sigmoidal, indicating proper assay performance. The most likely cause of the reactive result was attributed to non-specific amplification due to unintended primer interactions, which typically presents with a late cycle threshold (CT) value and a non-sigmoidal amplification curve. This phenomenon is consistent with results that repeat as non-reactive. A trend was not identified for the associated lot: (j00657).